Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements. The patient had recently fallen and this was followed by an increase in arrhythmic episodes. A lead issue was suspected. Therapy was programmed off and the patient was fitted with a lifevest. The lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.